Event description:
From literature: langrehr, jan m.; schmidt, sven christian. Spray application of fibrin glue as risk factor for subcutaneous emphysema in laparoscopic transabdominal inguinal hernia repair. Surgical laparoscopy endoscopy & percutaneous techniques. 17(3): 221-222, june 2007. A (B)(6) patient who underwent laparoscopic transabdominal repair of a left-sided combined indirect/direct groin hernia. After uneventful intubation, co2 insufflation of the abdomen was performed with a pressure of 14mm hg. Three trocars were placed. After dissection of the hernia sac and creation of a large preperitoneal space, the hernia defect was covered with a 10 15 cm vypro ii mesh (ethicon (B)(4)). For mesh fixation, 2ml of fibrin glue was sprayed over the mesh. During this procedure, an intra-abdominal peak pressure of 30mm hg was noticed. After immediate desufflation of the abdomen, we continued to spray the fibrin but opened a trocar for pressure balance. There was no rise of the end tidal co2 during the entire operation (range, 4.4 vol%-4.8 vol%). The oxygen saturation was 100%. At the first postoperative day, a subcutaneous emphysema of the abdominal wall was noticed as crepitus at the physical examination. The patient did not complain about chest pain or dyspnea. After an otherwise uneventful recovery, the patient was discharged at postoperative day 3 and at a follow-up appointment 8 days later, the abdominal wall crepitus was nearly complete resolved. Follow-up with dr. (B)(6), on (B)(6) 2010 identified the device used as tissomat.

Event description:
The user stated another lab in their area was using the albumin bromocresol purple method from beckman for serum albumin and feels that the roche bromocresol green method for albumin was overestimated in hemodialysis patients. She provided one example of a sample where they reported the results as 4.0 g per dl, then had the same sample tested at this other lab on the other method which recovered 3.4 g per dl. The user stated that an electrophoresis was done on this same sample and it came out "normal". The pt was not adversely affected due to the result reported. The user stated that the instrument was fine and they have not had a problem with the instrument or the assay.

Manufacturer narrative:
The investigation determined the roche result might be consistent with the result from the electrophoresis. However, the customer did not supply further patient data and it is unknown which result was the correct result. The roche (bcg) for serum albumin is known to be interfered with a1 and a2 globulins which could cause falsely elevated albumin results. Literature provided by the customer shows that both dye-based albumin methods (bcg and bcp) may have problems with non-specificity in samples from hemodialysis patients. The bromocresol purple method (bcp) is more specific. However, a low recovery was observed in unique albumin results in comparison to the reference method for the bcp method. These results stem from patients which may have a uraemic toxin cmpf (3 carboxy-4-methyl-5-propyl-2 furanpropanoic acid) occupying bcp (and warfarin) binding sites on albumin. The method of choice for samples from hemodialysis patients is the immunological tina-quant method. The albumin package insert will be updated accordingly.